Event description:
It was reported that the patient came into clinic for an ebb exchange. Log files were sent for review. The patient had a known phase-to-phase short and was on an ungrounded cable during interrogation as well as at home. Log file review captured pump stop alarms on 15feb2023 while connected to the power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete. Related manufacturer's report regarding short-to-shield: MFR 2916596-2021-00065.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file; however, a direct cause for the pump stop events could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained data spanning from (B)(6) 2023 to (B)(6) 2023. The log file recorded pump stop events on (B)(6) 2023 at 21:15:16 and 10:14:24 while the system was supported with the power module. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing further has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. This document states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the instructions for use the heartmate ii left ventricular assist system patient handbook (rev. G) contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.